Event description:
On 9/17/99, a customer called to notify cytyc that a doctor had called her facility to report that preservcyt solution had splashed into her eyes soon after collecting the pt's specimen. The anonymous female doctor stated that the specimen was bloody and had only been in the vial for a short period of time. She was concerned about the potential exposure to infection/virus. It is not known at this time whether the pt actually had a contractible condition. The doctor did inform the customer that she had rinsed her eyes. Cytyc's technical service (ts) asked the customer if she knew whether the doctor had rinsed her eyes for 15 minutes, as suggested in the msds for preservcyt solution, but the customer was not sure. Ts faxed a copy of the msds to the customer. Ts made attempts to contact the customer for additional information on 9/20, 9/21 and 9/22/99, but the customer was unavailable. The customer returned thier call on 9/22/99 and reported that the doctor had consulted with an epidemiologist about the possible exposure to infection/virus. Details of this communication are not known at this time. The doctor told the customer that she had rinsed her eyes for a sufficient period of time after the incident occurred. The customer also informed ts that she had not been in contact with the doctor since the initial phone conversation, and that she faxed the copy of the msds to the doctor. If or when additional information is obtained regarding this incident, cytyc will forward it to the FDA via a supplemental report.